Event description:
Ous MDR - it was reported that a significant sensing drop on the lead was noted during the interrogation of the device. No deterioration of the patient's state of health was reported. The decision on a lead revision has not yet been made. This is all of the available information at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of the lead was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.